Event description:
On (B)(6) 2014, the reporter contacted animas alleging call service alarms on the pump. No additional information was provided. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/11/2015 with the following findings:during testing, the pump alarmed for a call service 069 upon power up. The pump was rebooted but the cs069 alarm was unable to be cleared. The call service 069 is define as a language file corruption and was found to be related to a failure of a flash chip component on the printed circuit board.